Manufacturer narrative:
Based on the additional information provided, it cannot be determined that the alleged pain and wound becoming larger in size are related to v.a.c. Therapy. The wound care nurse stated, "that the wound getting larger while on activ.a.c. Therapy was caused by inappropriate dressing placement by the nurses who were placing the dressings at the patient's home." Therefore, kci has determined this event is reportable due to possible use error. Device labeling, available in print, states: patients receiving v.a.c. Therapy may experience a reduction in pain as the wound begins to heal. However, some patients experience discomfort during treatment or dressing changes. In line with institutional guidelines, a validated pain scoring tool should be used and pain scores should be discontinued where appropriate before, during and after dressing-related procedures. In addition, the following strategies should be considered: if the patient complains of discomfort throughout therapy, consider changing to v.a.c. Whitefoam dressing. Ensure the patient receives adequate analgesia during treatment. If the patient complains of discomfort during the dressing change, consider premedication, the use of a non-adherent layer before foam placement, using v.a.c. Whitefoam to dress the wound, or managing the discomfort as prescribed by the treating physician. A sudden increase or change in the character of the pain requires investigation. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On jul 21 2016, kci received the following information from the patient: the patient stated she was having pain in the wound and she was having blockage and low pressure alarms. The patient also stated, she went to the wound care center and the activ.a.c. Therapy was allegedly put on hold due to the pain and the wound becoming larger in size. On aug 09 2016, kci received the following information from the wound care nurse: the nurse stated at this time activ.a.c. Therapy was placed on hold by the physician to see if there will be any improvement with the wound while not on activ.a.c.&#58186;therapy. On aug 15 2016, kci received the following information from the wound care nurse: the physician assessed the wound on (B)(6) 2016 and found that the wound had decreased to half of its sized. The physician decided to discontinue activ.a.c. Therapy at that time. No surgical intervention was needed to resolve the wound becoming larger in size. The pain has resolved due to the patient's wound having made improvement and meeting wound healing goals. The wound care nurse also stated, that the wound getting larger while on activ.a.c. Therapy was caused by inappropriate dressing placement by the nurses who were placing the dressings at the patient's home. On jun 20 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. The device was placed with the patient on (B)(6) 2016. On aug 3 2016, the device was tested post patient placement per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit related to the reported events.